Event description:
On (B)(6) 2012, the patient contacted animas alleging that the time was set incorrectly which resulted in elevated blood glucose (bg) of 585 mg/dl with dry mouth. The patient was unsure how long the pump had been running with incorrect time. The patient reportedly gave a manual injection to correct the elevated bg, and her bg came down to 384 mg/dl while on the phone with customer technical support (cts). Troubleshooting indicated that the pump accurately holds the date and time when the battery is removed and reinserted. There is currently no indication of a pump malfunction. It was determined that the time was incorrect due to use error in incorrectly setting the time. This complaint is being reported because, the patient allegedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: daily insulin delivery totals correctly reflected programmed basal rates. No activity related to the pi observed in black box or download history. No data in black box or download histories from time of reported high bgs due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. A timekeeping accuracy test was performed; the pump was keeping time accurately. Unrelated to the complaint, evaluation revealed that there was a scratched display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).